Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that unstable angina occurred. In (B)(6) 2014, the patient presented with symptoms of unstable angina along with objective evidence of ischemia prior to procedure and the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the mid right coronary artery (rca) with 85% stenosis and was 24mm long, with a reference vessel diameter of 3.0mm. The target lesion was treated with pre dilatation and placement of a 3.00x28mm study stent with 0% residual stenosis following post dilatation. After three days, the patient was discharged on acetylsalicylic acid and clopidogrel. In (B)(6) 2017, the patient presented with unstable angina and was hospitalized on same day. Three days after, coronary angiography was performed and stenosis was noted in the mid rca and was treated with percutaneous coronary intervention (pci). After six days, the event was considered to be recovered/ resolved and the patient was discharged on the same day.